Event description:
Highly recommend change to product bottle shape to avoid confusing it with non h. Peroxide based lens care. Twice accidentally used clear care directly in the eye by mistake. Contacted MFR with suggestions via email and letter, never rec'd any response so directing this to FDA. In april 2005 the pt accidentally used the clear care as a rinse product and put their lens directly into their eye with dire results. Their eye did not return to normal until two days later. A few months ago a family member did the same thing, and reporter almost did too. Reporter takes great care in keeping the bottles separate. The current packaging has a red tip and a small printed warning "don't put directly in your eyes." The red tip is hardly enough of a warning, and the printed warning is tiny, and even starts to rub off. It should be noted that when one is using rinsing solution it is usually when contacts are not in the eyes, therefore vision is not at its best. Reporter is very satisfied with the clear care product but reporter would like to see the bottle changed in shape and color to prevent others from making the same mistake.